Event description:
A patient with ra received 2 prosorba column treatments. Both treatments were reorted to be uneventful. Patient experienced symptoms the day after the second treatment. Two days later, three days after treatment, the pt was admitted and a diagnosis of deep vein thrombosis was made. The pt was stablized, anti-coagulated, and discharged on "lmw" heparin and coumadin. The pt was receiving low-estrogen "bcps" and is hypertensive.